Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -the patient was revised due to loosening. Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain and discomfort. A liner and head are now being reported to address these issues. Update has been electronically attached to the complaint document.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Event description:
Update 7/2/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and a loose sleeve. The stem was noted to be fixed. There is no new additional information that would affect the existing investigation.